Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second stapling in the stomach during a laparoscopic gastric sleeve procedure, the stapler was able to fire but there was an incomplete staple line in the proximal part and there were staple formation issues. Tissue damage and leak were noted in the stomach and they needed to manually suture that part of the stomach to resolve the issue and complete the case. The surgical time was extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.